Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.7 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient reported that the pod was not working properly and the patient's blood glucose levels reached 771 mg/dl while wearing the pod between 4 and 24 hours. The patient attempted to administer correction boluses, but they were reportedly ineffective in lowering glucose levels. The patient was treated with intravenous fluids containing enzymes and an insulin drip. The patient was advised not to put on another pod on for 22 hours. When the pod was removed from the infusion site (arm) at the hospital, it was discovered that the cannula was straight out rather than inserted into the patient¿s skin. The patient was discharged the following day on (B)(6) 2026.